Event description:
The reporter contacted animas on (B)(4) 2012 alleging that one morning upon waking up the patient realized that the pump was powered off. The reporter indicated that their blood glucose level was elevated to 19mmol/l and was thirsty and tired. The reporter indicated that the battery compartment is cracked and there is some rust in the compartment. The patient reportedly was able to bolus and their blood glucose level returned to normal limits. This report is being made based on the allegation that the patient experienced elevated blood glucose levels while on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed records of power on resets. The battery cap was not returned with the pump for investigation. A test battery cap was able to be attached to the pump properly for testing. Examination confirmed the battery compartment was cracked from the threads to the case seal. There was visible corrosion in the battery compartment. Leak testing revealed moisture leakage into the battery compartment through the crack in the case. The pump was exercised for 2 hours without power issues and was found to be delivering within specifications. The pump was opened for investigation and did not reveal any moisture in the pump¿s interior compartment. The display was noted to be discolored. A test display was attached to the pump and illuminated properly without discoloration.